Manufacturer narrative:
A2- infant; b5 updated.

Event description:
It was reported from the bone marrow transplant - pediatrics that the pump started beeping air in line, nurse went to pull tubing out of pump to remove air bubbles and tubing became disconnected from blue piece that goes into pump. The nurse stopped tpn and put the tubing back together. Patient was started on d5. 0.45ns and new lipids.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that pump started beeping air in line, nurse went to pull tubing out of pump to remove air bubbles and tubing became disconnected from blue piece that goes into pump. The nurse stopped tpn and put the tubing back together. Patient was started on d5. 0.45ns and new lipids.